Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace system controller alarm was confirmed via analysis of the submitted log file. The reported event of the system controller overheating was not confirmed as no products were returned for analysis. The submitted system controller event log file contained approximately 47 days of data (10mar2023 ¿ 25apr2023 per the timestamp). The log file captured replace system controller alarms on (B)(6) 2023 at 01:08:04 and on (B)(6) 2023 at 16:55:26 due to lcd faults. The alarms appeared to resolve on their own. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Additional information provided communicated that the issue with the system controller overheating resolved after exchanging the patient cable; however, this could not be confirmed as no products were returned for analysis. The submitted log file also did not contain any data that would indicate an overheating issue with the system controller. The root cause of the replace system controller alarms could not be conclusively determined through this analysis. Reports of similar issues are being tracked and monitored. The root cause of the system controller overheating could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2022. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including the replace system controller alarms, and the actions to take if the issue does not resolve. Heartmate ii patient handbook section 2 ¿ ¿how your heart pump works¿) and heartmate ii instructions for use section 2 ¿ ¿system operations¿ both contain a caution to not place the system controller on bare skin for an extended time because the system controller surface can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). Heartmate ii instructions for use section 2 ¿ ¿system operations¿ lists acceptable temperature ranges for all equipment, including the system controller. Additionally, section 8 ¿ ¿equipment storage and care¿ in the document also lists acceptable temperature ranges for storing all equipment, including the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an emergency backup battery (ebb) fault and system controller fault. The controller was also reported to be warm to the touch. A controller fault alarm associated with an lcd fault occurred on (B)(6) 2023 at 1:08 and on (B)(6) 2023 at 16:55. The events were very brief and self-corrected. An ebb fault alarm occurred on (B)(6) 2023 at 21:29 and again on (B)(6) 2023 at 10:30. The recorded data indicated that the patient cable connected to the system controller at the time of the events was supplying low voltages to the system controller. The low voltages from the old patient cable may have been the cause of the ebb fault alarm as well as the warming of the system controller. The patient cable was exchanged which resolved the alarms and the warm temperature of the system controller. Related MFR # 2916596-2023-02863.